Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was admitted for increased lactate dehydogenase, dark urine, and suspected hemolysis. Computed tomography images demonstrated increased radiotracer uptake within the outflow tract and driveline of the pump. A ramp study suggested a flow obstruction, as the left ventricle dimension did not decrease significantly with increasing rpm. However, there was a ventral complete closure of the av valve indicating some increase in flow through the pump with increased rpm. Overall, the results suggested a partial obstruction to pump flow. The patient expired on (B)(6) 2013 of intracranial hemorrhage.

Manufacturer narrative:
The patient expired. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.